Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the lure connector fractured and a piece snapped off inside the ilet during sports activity, after which the caregiver removed the cartridge and connector and the patient planned to transition to backup injections; blood glucose levels rose into the mid-200s for over two hours. Symptoms included hyperglycemia without loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included temporary interruption of ilet therapy and planned use of backup injections without need for professional medical intervention. Investigation included complaint intake and assessment of the reported connector fracture. Investigation of this case revealed a broken connector component with resultant loss of insulin delivery. It was concluded that the event involved a device component breakage leading to hyperglycemia and that the user managed the condition with backup therapy. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.